Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection identified that the vented luer cap was loose in the pouch. The cause was determined to be a manufacturing error. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that 3000 ml eva bags closure cap was loose. This malfunction was identified before the use of the device. There was no patient involvement. No additional information is available.